Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery passed testing. The imaging system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system event having occurred outside of procedure. It was reported that the imaging system was displaying a message to plug it in immediately, or lose all work in progress. The site was not sure if this was the exact error or if it was something different. No further information was available at the time of the call. There was no patient present when this issue was identified.